Event description:
The customer reported the images are too dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and noticed screen saver was set for 4 minutes. Images are dark when screen saver is activated. System operates as intended. This MDR is related to ge healthcare.